Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator changeout for elective replacement indicator (eri), a patient presented with their right ventricular lead threshold to be high. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Event description:
New information received notes that the capped right ventricular lead was explanted. The patient was stable.